Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the impedances were within a normal range. It was reported that the cause was not known and that there was nothing obvious. It was reported that the physician placed a new lead and wanted to re-test them and try the old lead again. The physician reportedly thought it could have been a battery issue. No further information reported.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been experiencing a lack of efficacy and uncomfortable stimulation, with no known cause. Troubleshooting had included attempting to reprogram the patient several times over the past 10 months. Also, upon x-ray of the implanted device, it appeared to be intact and in place with no migration. Impedances were present on all electrodes at 1.0 amp, except on c0, c1, c2, and c3; no impedances were found at 2.5 amps. It was noted that the ins was ex planted, and the lead was left implanted, but out of service, to be replaced in the future. No further patient complications were reported.